Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The customer's blood glucose was 211 mg/dl. The customer was assisted with troubleshooting and the pump did not exit the rewind. The customer was assisted in clearing battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No prime/fill or rewind anomaly noted. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted.